Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited p-wave amp variation. No intervention was performed. The physician elected to leave the lead alone for the time being and continue to monitor the patient. There were no patient consequences.